Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor had overinfused during patient use. The actual flow rate was 50ml/58hr (0.82 ml/hour). The expected is 0.5 ml/hour. The device was filled with sandostatin and normal saline with a total fill volume of 50 ml. The temperature was 38 and the height of the restorictor was the same as the reservoir. The device was connected via a catheter. There was no report of patient injury or medical intervention. No additional information is available.